Manufacturer narrative:
Correction to section d4 in intial report 3020347218-2025-00059. Section d4 model # should read "30-104". Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual inspection at 0x, 20x, and 40x magnification of the artix thin-walled sheath (artix sheath) revealed damage consistent with heavy disease and tortuous anatomy, including scraping of the outer jacket and anatomy induced deformations in the catheter. Further inspection of undamaged section of sheath did not demonstrate delamination of the liner. The sheath damage was likely caused by tortuous anatomy and underlying disease that created worst case conditions for sheath usage. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The device labeling includes the following warning statements: "adequate vessel access is required to introduce the artix sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including plaque, calcifications, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result." "Avoid using excessive force to advance the artix sheath against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." Manufacturer reference: (B)(4).

Event description:
On (B)(6) 2025, a 69-year-old male patient underwent arterial thrombectomy using inari devices. The patient's clot age was estimated at 20 days. At the end of the thrombectomy, while removing the artix thin-walled sheath, without the dilator, resistance was felt, which resulted in the device becoming stuck. An attempt was made to insert the dilator, however the dilator would not advance. Fluoroscopy showed the marker band had separated and was caught around the aortic bifurcation. An arterial cutdown was performed to retrieve the marker band, which was successful.